Event description:
During an appendectomy, the ethicon powered plus linear cutter failed to fire a load. As part of the troubleshoot process, the battery was removed and reinstalled without success. A new device was opened and used to complete procedure. Following the incident, the manufacturer provided a tracking # and product return packaging.

Event description:
During an appendectomy, the ethicon powered plus linear cutter failed to fire a load. As part of the troubleshoot process, the battery was removed and reinstalled without success. A new device was opened and used to complete procedure. Following the incident, the manufacturer provided a tracking # and product return packaging.